Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead, as well as oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and was below the expected lower range.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance and crosstalk. It was confirmed that there was an insulation defect and the lead had fractured. The lead was reprogrammed and later removed. No patient complications have been reported as a result of this event.